Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the when the health care professional opened the package of the bd phaseal¿ protector p50j there was a black spot in the balloon. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the when the health care professional opened the package of the bd phaseal¿ protector p50j there was a black spot in the balloon. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no non-conformances found during DHR review. Some maintenance interventions took place during the manufacturing of this lot. One physical sample was received. Some pictures and the samples were received. A brown spot was found between the expansion chamber and the film of the expansion chamber. Phaseal products are manufactured requirements in a class 8 clean area. Internal procedure (B)(4) describes all the rules and instructions to follow before entering the phaseal area. Before coming into the phaseal assembly area personnel must wash and dry their hands, wear the hair and beard cover, leave external shoes and use clean room shoes and get a clean room gown dressed. No jewelry and makeup are allowed. Operators and other habitual personnel of the area wear special clothes. Fabric is antistatic and does not release fiber. Clean room gowns are made with the same material. New equipment (flow cabinet for visual inspections/re-process) and machines encapsulation have been installed in phaseal assembly and molding area. The brushes for cleaning have been changed for others that not loose fibers. Clearance of the assembly lines is performed and cleaning is performed. Preventive maintenance takes place once per week. Investigation conclusion: the particle is very small. Through a microscope it shows some shine and leaves a residue, it seems to be grease. Some maintenance interventions took place during the manufacturing of this lot. Two of them took place in the station of the welding of the film. Even though after maintenance intervention the line is cleaned, the spot could have remained. Lubricants used by maintenance teams are food grade greases.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that the when the health care professional opened the package of the bd phaseal protector p50j there was a black spot in the balloon. There was no report of exposure, serious injury or medical intervention.